Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had repeatedly jammed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had repeatedly jammed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer number 6 had continuously failed. A field service engineer after inspecting the drawer, the fse observed that the rails were broken. The fse replaced the rails, and all functions returned to normal. The engineer then logged into the station and attempted to release drawer 6, but the drawer failed. The fse manually released the drawer and noticed that it was jammed, subsequently changing the rails. All functions returned to normal. The system functioned as intended after the field service engineer repaired the device.